Event description:
Consumer e-mail stated that they just replaced their sons brush head. The brush heads are no longer clicking into place correctly, so they feel loose when brushing and come off easily. The consumer has tried different brush heads and the same thing happened, so it appears to be a problem with the brush itself. No injury was reported. (B)(4)2021 follow up via e-mail: consumer e-mail stated the product lot code (1bd84840531) and toothbrush type/sub brand (4729). The consumer is still using the toothbrush at the moment. No injury was reported. (B)(6)2021 follow up via e-mail: consumer e-mail stated that the top of the toothbrush is discolored. They stated that their family always had oral-b brushes for years and they last forever usually. Their 8 year old son was using the sensitive brush head, as he does not have correct enamel on his teeth. No injury was reported.

Manufacturer narrative:
(B)(6)2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mail stated that they just replaced their sons brush head. The brush heads are no longer clicking into place correctly, so they feel loose when brushing and come off easily. The consumer has tried different brush heads and the same thing happened, so it appears to be a problem with the brush itself. No injury was reported. 19-mar-2021 follow up via e-mail: consumer e-mail stated the product lot code (1bd84840531) and toothbrush type/sub brand (4729). The consumer is still using the toothbrush at the moment. No injury was reported. 19-mar-2021 follow up via e-mail: consumer e-mail stated that the top of the toothbrush is discolored. They stated that their family always had oral-b brushes for years and they last forever usually. Their (B)(6) year old son was using the sensitive brush head, as he does not have correct enamel on his teeth. No injury was reported.